Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient will undergo an explant procedure.